Event description:
It was reported that the system 6800 had a problem with the left monitor. Images were out of sync making the images difficult to view. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk and the display controller circuit board were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.